Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, patient going through an MRI, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes. However, it was reported that the patient lost weight and the redness/irritation at the receiver pocket may have been a result of excess tubing that was coiled up and sutured into fascia that now has less surrounding tissue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the irritation and redness is unknown. Therefore, conclusion has been selected no problem/fault found.

Event description:
The patient reported irritation and redness at the receiver pocket. An explant procedure was performed on (B)(6) 2022 and no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, patient going through an MRI, implanting an expired stimulator, not prepping the skin with antiseptic solution, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools and multiple tunneling attempts have been ruled out as potential causes. However, it was reported that the patient lost weight and the redness/irritation at the receiver pocket may have been a result of excess tubing that was coiled up and sutured into fascia that now has less surrounding tissue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the irritation and redness is unknown. Therefore, conclusion has been selected no problem/fault found.

Event description:
The patient reported irritation and redness at the receiver pocket. An explant procedure was performed on (B)(6) 2022 and no further issues have been reported.